Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the flange sensor needed to be replaced. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found non-OEM top case identified, non-OEM battery identified, non-OEM supercap on main board identified. Bottom case gasket damaged, cracked right plunger case. Bottom case filled with dried fluid ingression (including all the pcbs) as a result of customer damage. Functional testing cannot duplicate any syringe flange error. Found no damage to the ear clip or optocoupler. No problem was found, the flange sensor was operating as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).